Event description:
The customer states that imprecision is seen with control and patient samples when tested with the architect stat troponin-I assay. Controls have remained within specifications. The customer gave this example of one patient's results: less than 0.010 and 0.090 ug/l. The customer is now running all samples in duplicate. The customer uses a cut-off value of 0.030 ug/l. To date, no reported results have been questioned and there has been no reported impact to patient management.

Manufacturer narrative:
Architect stat troponin-I assay lot nos.: 24003un08, 23256un08, 26040un08. Architect reaction vessels list no.: 7c15-01 lot no.: 69281p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Concomitant medical products: analyzer serial number (B)(4). The customer issue is now associated with remedial action number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.